Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an apply sample message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The patient did not have testing supplies for troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The patient did not have the meter, test strips, or control solution. Therefore the meter serial # and test strip lot # were not provided.